Manufacturer narrative:
Technician could not find anything wrong with the bed, cause of event could not be duplicated. Bed returned to service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head section of the bed would no raise.